Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented to the clinic, intermittent ventricular capture was observed. Imaging revealed micro dislodgement of the rv lead. The physician decides to reposition the lead however, during the procedure the physician experienced difficulty retracting the helix. Therefore the lead was explanted and replaced. The patient is stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.